Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4)..

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported plunger issues with the intraocular lens (iol) when the lens was being inserted into the eye. The lens was stuck in the inserter and it was partially inserted. A replacement lens of the same model and diopter was used. The patient was reported to be fine and no injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes; returned to manufacturer on: 08/25/2020. Device returned to manufacturer? Yes. Device evaluation: the pcb00 product was not returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge and to the device. A half of lens also returned with one haptic detached. The detached haptic piece was not returned. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as plunger rod issue was not verified. The complaint issue reported as dc-device partially delivered and dc-stuck in cartridge could not be verified as well. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no deviations or discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no additional complaint folders for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.